Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that: based on the information provided, the reported issue was solved by reinstalling the sw. As we could not get the information such as logs, further investigation could not be performed. A root cause cannot be determined. Reference: (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case: it becomes a 2d screen, but button operations do not work at all.